Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7084920/7086976.

Event description:
It was reported that the patient had an infection at the pocket site. Symptoms of redness, swelling and fever were noted. The patient was given antibiotics and underwent an explant procedure wherein all devices were removed and were not returned. The patient was doing well postoperatively.